Event description:
The customer was reporting a sensor error. The customer's blood glucose was 591 mg/dl, which was treated with manual injection. The customer stated that the sensor had popped out, which caused a sensor error and lost sensor alerts. Troubleshooting was performed and it was discovered that the sensor never inserted into the customer's body at which point the customer inserted another sensor. A test plug test could not be performed because the customer did not have the tester. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report 2032227-2014-27162.